Event description:
The device was used during a colon resection procedure. Reportedly, the staples misfired. The surgeon oversewed to complete. No pt injury was reported.

Manufacturer narrative:
06/25/1997-supplemental report #1 submitted to FDA.